Event description:
Luer found to be cracked upon investigation of the syringes.

Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported there was a syringe with markings missing on the barrel. To aid in the investigation, four samples and one photo was provided for evaluation by our quality team. One sample has syringe barrel damage that affects the syringe barrel scale printing. The photo shows a syringe in a plastic bag. The syringe barrel has part of the scale marking missing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. The other three samples have been used and have the syringe barrel luer damaged. This could occur extra torque is applied when connecting the syringe to another medical device. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the syringe barrel printing process was performed, and the settings were correct. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.